Event description:
It was reported that during the user of the device for a non-clinical activity, the speed potentiometer has dead spots. There was no pt involvement.

Manufacturer narrative:
Issue was found when the biomedical engineer (biomed) attempted to refurbish a unit that had been in storage. The biomed will not be able to refurbish the unit as it is the old style pump, which the biomed decided not to fix since he couldn't order the old-style boards. The biomed replaced the speed pot which fixed the reported issue. However, the pump could not be repaired for the original issue. Investigation in process, but not yet completed.